Event description:
Healthcare professional reported no complaint against the device. This record is for the left side. Healthcare professional later reported left side deflation and exchange from a textured to smooth breast implant due to the patient¿s concern with the product.. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported no complaint against the device. This record is for the left side. Healthcare professional later reported left side deflation and exchange from a textured to smooth breast implant due to the patient¿s concern with the product.. Device has been explanted.